Event description:
It was reported that the patient experienced shortness of breath and weakness. The nurse reported pacing at times of 88 beats per minute and noted monitored rates of 36 beats per minute (patient was asymptomatic during). Premature junctional contractions were noted to possibly be competing with the implantable pulse generator (ipg) pacing/timing. Reprogramming options were discussed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).